Manufacturer narrative:
The hospital replaced the suction canister. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported suction was not operating as expected. There was no report of patient involvement.